Event description:
On (B) (6) 2007, this pt was implanted with gore excluder aaa endoprosthesis. On (B) (6) 2009, follow up imaging revealed an endoleak of unk origin. The physician elected to wait and watch. On (B) (6) 2010, the pt underwent a successful second procedure to treat a proximal type I endoleak that contributed to aneurysm sac growth. The type I endoleak had been continuous for approx 6-8 months. There was no significant amount of thrombus or calcium noted in the aortic neck that might have contributed to the endoleak. Pt status post-procedure is good and pt weight was not available.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications.